Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (replace belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a broken brown (lead 1-) wire. The root cause for the broken wire could not be positively identified. There were no adverse events associated with the damaged belt.

Event description:
The patient reported replace belt messages.